Event description:
Malfunction of the "air sensors". Does not allow the pump to detect air in line. Therefore, air bubbles in the IV-tubing could get pumped into the pt line since the IV pump continues to run due to "defective" or "out of calibration" air sensors.